Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was loss of capture noted on the right ventricular (rv) lead. The rv lead remains in use. The rv lead is scheduled to be replaced in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.